Event description:
The customer reported to olympus, the evis exera iii colonovideoscope failed the micro test twice. The issue was found during reprocessing. The customer was advised to do a third micro test before returning the scope to olympus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information through medical device incident report (mdir) questionnaire, micro test results and reprocessing declaration form. However, no response received. The investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information received from the customer and the legal manufacturer's final investigation. The customer provided additional information stating that the 3rd microbiological sampling was negative however, culture results were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results were not shared and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.